Event description:
It was observed that during the device evaluation, the colonovideoscope had a noisy image and white residue in the air/water channel and the control body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction of the noisy image is traced to component failure and that the cause could not be established (for the residue). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.